Event description:
As reported, the patient underwent an initial right total hip arthroplasty. Subsequently, the patient required a revision due to poly wear. The 36mm +10mm head and novation +5mm lateralized were swapped out for identical fresh parts. The surgeon noted there was a lot of poly wear and osteolysis. All fragments, parts, and pieces of poly were removed. There was no reported surgical delay. The patient was last known to be in stable condition following the event.